Event description:
A sales rep received word that a facility in (B)(6) had a fire and our easy air power cord was potentially involved. No one was injured and there was minor damage to the room (outlet only). The facility concluded that the fire was a result of the power cord which can become damaged from repeated pull and tug from the wall outlet. The facility reported seeing arcing in some plugs that had been damaged prior to the fire. We sent replacement plugs which arrived a day before the fire. We are working with the facility to get the power cord back to ensure the problem was damaged in use. The pump and mattress are back in service, so the facility was not able to provide a product serial number.

Manufacturer narrative:
(B)(4). All previous reports were proven to be improper use (overloaded power strip) or damaged power plug from abuse. Our plug supplier, (B)(4), continue to maintain ul approval for their product. (B)(4) remains confident that this 038 hospital grade plug is in compliance. Since the industry has concern over this style plug, (B)(4) has chosen to re-design the plug to eliminate the bridge style and incorporate a more robust individually crimped blade. This power cord is now available to our customers. Span america recommends, at the user level, to conduct a visual inspection of the plug and proper use per FDA recommendations (in our user manual). This particular power cord has not been returned for our evaluation, and with this low failure rate we don't plan to take any further action. We began shipping product with the new style (B)(4) power cord in july and plan to collect data on its effectiveness. If the product is returned, I will follow up with the results of the investigation.